Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was broken into two pieces, the connector was separated from the fiber body. It is likely that procedural handling of the device during set-up, use or reprocessing contributed to the fiber body break. Upon microscopic inspection it was identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. The connector face was in good conditions. Based on all information available, the fiber body break is not related to the related event of black spots on the fiber tip, therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, it was found that there were black spots on the fiber tip. The fiber was used significantly less than 10 times during normal use. Laboratory analysis identified that the fiber body was broken into two pieces.